Manufacturer narrative:
Correction to patient coding: removed 9267, 9368 and replaced with 9398.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a premature ventricular contraction (pvc) ablation procedure in which this s-ICD therapy was to be turned off for. Automatic setup was run post procedure when attempting to turn therapy back on, and all sensing vectors failed. Evaluation in several patient positions were attempted which were unsuccessful. Therapy was then going to be turned on without smart pass and be followed up in the future. This patient noted this had occurred since the implant procedure. Then, this patient presented to the emergency room with pre syncope and syncope. A surface electrocardiogram (ECG) revealed that this patient was having intermittent heart block, likely the result of the pvc ablation earlier in the week. The on call electrophysiologist decided to implant a cardiac resynchronization therapy defibrillator (crt-d). The s-ICD system therapy was turned off as there was still no sensing. This patient will be evaluated at a later time as to if this s-ICD system will remain implanted with therapy off or explanted. This s-ICD remains implanted currently. No adverse patient effects were reported. Additional information was received that this electrode was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to patient coding: removed 9267, 9368 and replaced with 9398.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a premature ventricular contraction (pvc) ablation procedure in which this s-ICD therapy was to be turned off for. Automatic setup was run post procedure when attempting to turn therapy back on, and all sensing vectors failed. Evaluation in several patient positions were attempted which were unsuccessful. Therapy was then going to be turned on without smart pass and be followed up in the future. This patient noted this had occurred since the implant procedure. Then, this patient presented to the emergency room with pre syncope and syncope. A surface electrocardiogram (ECG) revealed that this patient was having intermittent heart block, likely the result of the pvc ablation earlier in the week. The on call electrophysiologist decided to implant a cardiac resynchronization therapy defibrillator (crt-d). The s-ICD system therapy was turned off as there was still no sensing. This patient will be evaluated at a later time as to if this s-ICD system will remain implanted with therapy off or explanted. This s-ICD remains implanted currently. No adverse patient effects were reported. Additional information was received that this electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a premature ventricular contraction (pvc) ablation procedure in which this s-ICD therapy was to be turned off for. Automatic setup was run post procedure when attempting to turn therapy back on, and all sensing vectors failed. Evaluation in several patient positions were attempted which were unsuccessful. Therapy was then going to be turned on without smart pass and be followed up in the future. This patient noted this had occurred since the implant procedure. Then, this patient presented to the emergency room with pre syncope and syncope. A surface electrocardiogram (ECG) revealed that this patient was having intermittent heart block, likely the result of the pvc ablation earlier in the week. The on call electrophysiologist decided to implant a cardiac resynchronization therapy defibrillator (crt-d). The s-ICD system therapy was turned off as there was still no sensing. This patient will be evaluated at a later time as to if this s-ICD system will remain implanted with therapy off or explanted. This s-ICD remains implanted currently. No adverse patient effects were reported.

Manufacturer narrative:
Correction to patient coding: removed 9267, 9368 and replaced with 9398.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a premature ventricular contraction (pvc) ablation procedure in which this s-ICD therapy was to be turned off for. Automatic setup was run post procedure when attempting to turn therapy back on, and all sensing vectors failed. Evaluation in several patient positions were attempted which were unsuccessful. Therapy was then going to be turned on without smart pass and be followed up in the future. This patient noted this had occurred since the implant procedure. Then, this patient presented to the emergency room with pre syncope and syncope. A surface electrocardiogram (ECG) revealed that this patient was having intermittent heart block, likely the result of the pvc ablation earlier in the week. The on call electrophysiologist decided to implant a cardiac resynchronization therapy defibrillator (crt-d). The s-ICD system therapy was turned off as there was still no sensing. This patient will be evaluated at a later time as to if this s-ICD system will remain implanted with therapy off or explanted. This s-ICD remains implanted currently. No adverse patient effects were reported.